Event description:
It was reported that during a cryo ablation procedure, transseptal access was achieved with the sheath and another manufacturer's needle. The other manufacturer's needle was then swapped out for a pigtail wire with more stability, but the wire was met with resistance upon insertion. A more flexible wire was used instead, but it would not insert into the dilator of the sheath. The entire system was removed from the patient. The sheath and dilator were separately flushed outside of the patient and blood was seen in the dilator. The was able to be backloaded into the sheath through the dilator, but it still could not be inserted into the back of the sheath. The sheath was replaced by another manufacturer's sheath which resolved the resistance issues. Transseptal access was obtained using the sheath but it was soon exchanged for another sheath. The balloon catheter and mapping catheter were inserted, but the temperatures were not as expected. The first freeze was subsequently abandoned. It was also reported that air bubbles were seen in another manufacturer's saline drip line, requiring the balloon catheter and sheath to be removed from the patient to eradicate all of the air before it entered the patient. Upon attempting to reinsert the balloon catheter into the sheath, the balloon profile was too large to enter. The balloon was bathed and the introducer was able to fit over the balloon, but the profile was still too large to enter the sheath. Pushing the "up/down" button also did not resolve the issue. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011506862 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. Visual inspection of the dilator was performed. No anomalies were identified. The shaft, tip, and the length are according to specifications. Tested the returned sheath and dilator assembly with the lab test guide wire for compatibility, no anomalies were identified. The functional testing was performed. No anomaly was discovered. Lab test catheter insertion and retraction into the sheath were performed several times easily without any issue. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. In conclusion, the reported visible blood was not confirmed. The sheath did not fail the returned product product inspection due to visible blood. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.